Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence and requested the device be replaced. The physician suspected the patient either had urethral atrophy or the pressure regulating balloon (prb) was losing elasticity. The prb and cuff were replaced. There were no additional patient complications reported.